Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that they are having extreme pain in their back that started about a week ago. Patient stated in their right leg they had a tingly, shocking feeling but they have back issues so they didn't pay it much attention. The last few days is different and they still have that but it is also radiating across their back right at the level where the stimulator is. Patient has not had any falls recently and has tried turning the stimulation off but the pain is continuing. Patient stated that the ins has been off for two days. When it hits patient they can't walk or move it just takes their breath away. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.